Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his ipg has not worked in approximately 8 months. The patient did not charge the ipg for over a month. The ipg's ipg is unable to communicate with the charger. The ipg was explanted and replaced.